Event description:
Patient's family contacted b. Braun interventional systems to report the fragment of a port catheter severing and migrating to right atrium, which was successfully retrieved. Patient had port due to diagnosis of cancer. Shortly after discharge patient felt like something moved in her chest and began experiencing chest pains. Patient returned to implanting hospital and was told that pains were associated with port "settling in" and was sent home. Chest pains persisted, patient went to second hospital where they performed chest x-ray and determined a piece of the port catheter broke off and went into heart. Catheter segment was retrieved percutaneously through jugular vein.